Event description:
Despite having 20/20 vision, I was diagnosed with an asymptomatic retina tear, for which my doctor recommended immediate retina repair surgery. The next day, on (B)(6) 2022 I underwent emergency surgery, including vitrectomy, scleral buckle and injection of alcon silikon oil 1,000. Post surgery, imaging reveals migration of so into the retina causing atrophy and silicon toxicity. As a result, I suffered central vision loss. The decline in vision and imaging concerns were not addressed by the surgeon; and so was not removed until five months later in (B)(6) 2022. I also developed a cataract, which was addressed in (B)(6) 2023, but did not change the vision loss/atrophy. As a result, it was clear in (B)(6) 2023 that I had suffered permanent vision loss 20/450 in the left eye based on silikon toxicity. Currently, there are so droplets visible in the retina, which cannot be removed; there is also remaining so oil in the eye cavity - all causing inflammation. As a result I am blind in the left eye and permanently disabled. No, not prior to surgeries; I have been extremely upset following diagnosis of permanent blindness causing financial difficulties and existential uncertainty for the entire family. I have available related imaging records before surgery (optometrist (B)(6), m.d.) On (B)(6) 2022 and oct imaging following surgery retinal surgeon (B)(6), m.d. Of (B)(6) from (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 before so removal in (B)(6) 2022; imaging and other diagnostic test 2023 to date from (B)(6) and from (B)(6) (dr. (B)(6), m.d.).